Event description:
The customer observed falsely depressed total bilirubin results generated on the architect c4000 for multiple patient samples. It was reported that most results were <0.1 mg/dl. The following data for two samples only was provided (customer¿s reference range 0.2-1.3 mg/dl): sample 1 initial result = 0.1 mg/dl, repeat result = 0.5 mg/dl sample 2 initial result = <0.1 mg/dl, repeat result = 0.4 mg/dl . No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section e1 - phone number complete entry = (B)(6). Section a patient information: refer to section b5 for complete patient information.